Manufacturer narrative:
The insulin pump passed most of the functional testing except the self-test due to alarm faulty radio frequency board. We were unable to verify radio frequency communication due to alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and resets itself. The customer's blood glucose reading was 94mg/dl at the time of incident. Troubleshooting found that the pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.